Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device has been received by zoll medical chile for shipment to zoll medical corporation- chelmsford for evaluation. This claim will be re-opened for investigation when the device is received at zoll chelmsford.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. After a complete evaluation, it was determined that the device is functioning as expected. The device was recertified and returned to the customer. No trend is associated with reports of this type.